Event description:
It was reported that a vns pt's generator is moving around in the pocket and needs to be resecured. Pocket revision surgery is planned. Good faith attempts to obtain add'l info have been unsuccessful to date.